Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an ablation for atrial flutter. The device was programmed to off electrocautery mode for the procedure. During the procedure, the local boston scientific field representative observed pacing spikes with loss of ventricular capture. The patient had a temporary pacing wire in which served to maintain pacing for this pacer dependent patient. There were no adverse patient effects. Technical services discussed that the clinical observations were likely due to an interaction between radiofrequency and the device. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.